Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and a correction to g2.

Event description:
The customer provided additional information regarding the poor air and water supply. The intended procedure was a diagnostic upper endoscopy procedure. It¿s unknown when the procedure was rescheduled. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect of air/water feeding was caused by clogging of the material. Olympus could not identify the foreign matter or why the foreign material remained in the device. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ [inspection of the endoscope] "8. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a scratch and a crack. Lastly, it was observed that the bending section cover itself had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported to olympus on behalf of the customer, the gastrointestinal videoscope had poor air and water supply. The reported issue occurred at inspection, during preparation of use for an unknown procedure. The procedure was subsequently cancelled. There was no patient/user harm or injury reported due to the event.